Manufacturer narrative:
Boston scientific's technical services informed the local representative that the device did satisfy the srw inclusion criteria and recommended device changeout at eri (elective replacement indicator). Subsequently, boston scientific received information from an implant from that this device was electively explanted in (B)(6) 2011 due to normal battery depletion. To date, the device has not been returned to boston scientific's post market quality assurance laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned for analysis.

Event description:
Boston scientific received information that this local representative contacted technical services in (B)(6) 2009 and requested assistance in the interpretation of the battery status information contained in latitude. Technical services explained that the last transmission from (B)(6) 2008 reported a monitoring voltage of 2.63. Given the date of the transmission, the reported monitoring voltage can't be assumed to be reflective of the current battery state. Subsequently, the patient's spouse contacted technical services on (B)(6) 2009 reporting that a letter was received stating that this device was part of an advisory. Technical services discussed the shortened replacement window advisory. The spouse expressed frustration about the situation and indicated that the cost of frequent follow-up was prohibitive. Technical services discussed the number of device affected from the product performance report and recommended that the patient contact the physician to further investigate whether the implanted device is experiencing the srw behavior. On (B)(6), boston scientific's technical services was contacted by the local representative. The local representative reported that the device's monitoring voltage was 2.60 volts at 32 months of total implant time.